Event description:
A mobile provider called in an issue with a fprpr3508. The pt was under anesthesia at the time of the issue. The tech tested the needle and it proved to be working properly. During the first freeze about a min into the cycle, the entire needle shaft had frost on it. The tech used another fprpr3508 to finish the case w/o any pt injury. The failed needle was mixed up with the successful needle so two needles will be sent back to galil for testing.

Manufacturer narrative:
Add'l lot# b1705. The needle was returned for analysis. The reported "frost on the needle shaft" was verified. The results of the investigation indicated insufficient vacuum insulation of the sleeve. The cause of the vacuum loss could not be determined as no evidence of assembly errors, corrosion attack or rough handling were found on the vacuum sleeve component. The root cause of the issue could not be determined. The risk to a pt of a vacuum loss is the potential for a skin burn. This case was completed successfully, however, with no pt injury.